Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (objective lens broken).

Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd module with drive pcb shadow in image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the ultrasound connector body broken, the us connector casing broken, the objective lens broken, the light guide cable buckled, the suction channel buckled, the lcb distal cover glass cracked, the lg prong top corroded, the bending rubber leak, the ultrasound connector body leak, the ethylene oxide gas valve (eog) loose, and the insertion flexible tube worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.